Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 525 mg/dl and 240 mg/dl. Customer treated himself based on the reading of 240 mg/dl with humalog insulin (sliding scale). No adverse event reported. Requested return of suspect device and strips, and replacement was sent.